Event description:
In 2008 via telephone, the sales representative reported that the surgeon thought the l5 left screw might be loose after the sequoia construct was implanted. The surgeon removed the closure top and rod, and clamped the tulip head on the side with a kocher forcep. The tulip head disassembled from the screw shaft. The screw was removed and replaced with another screw, incurring approximately a 5 minute surgical delay. The sales representative indicated the screw was at an extreme angle when initially implanted and secured to the rod. There was no report of patient injury.

Manufacturer narrative:
The results of the device history record review indicate the part met specification. Visual examination of the returned screw indicates the tulip head is dissociated from the shaft. The sequoia screws were recalled on 02/13/2008 and the office recall and emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.